Event description:
It was reported to boston scientific corporation that during an anterior and vaginal vault repair procedure, using an uphold vaginal support system, the physician passed both mesh leg assemblies through the sacrospinous ligaments, adjusted them, and released the first assembly without difficulty. When he attempted to release the second leg assembly, he inadvertently cut through both sides of the leader loop. The physician used a hemostat to retrieve the suture, but was unable to locate any of the plastic sheath, despite searching for it in the anterior portion of the vagina for approximately 30-45 minutes. The physician determined that the sheath might have come out of the patient, though it could not be accounted for. He closed the incision with the sheath possibly still inside the patient. The procedure was completed with this device, with no further complications to the patient. The patient is reportedly "doing great" post-procedure, with no issues; the physician now strongly believes that the sheath fell outside the patient.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.